Manufacturer narrative:
The device reset was confirmed via reviewing of the device image. The device went into backup vvi due to two resets occurring within a short period of time of one another. Device firmware was downloaded and thereafter the problem could not be reproduced. The device was tested on the bench; testing revealed normal device characteristics. The root cause of the reset could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room after receiving inappropriate shocks for supra-ventricular tachycardia, the device was found to be in backup vvi mode. It was noted that the device image download was slow and that telemetry was fragile. The device was explanted and replaced.